Manufacturer narrative:
This information was inadvertently left off of initial supplemental report #1. Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient will be referred for surgery. Surgery is likely, but has not occurred to date.

Event description:
Analysis of the generator was completed on (B)(4) 2014. The depletion was an expected event as determined by blc and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The patient¿s generator could not be interrogated due to end of service. When a new generator was connected to the existing lead, diagnostic results showed high lead impedance. The lead was not replaced at this time. Lead replacement surgery has not occurred to date. The explanted generator has been returned to the manufacturer where analysis is currently underway.

Event description:
Additional information was received stating that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to high impedance. Diagnostic results with the replacement lead showed lead impedance within normal limits (impedance value ¿ 860 ohms). The patient¿s device was programmed on following lead replacement. The explanted lead has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis on the lead was completed. During the visual analysis of the returned 40mm portion the (+) white electrode quadfilar coil appeared to be broken approximately 6.5mm, 9mm and 10mm from the proximal end of the anchor tether. Scanning electron microscopy was performed on the (+) white electrode quadfilar coil breaks and identified the areas as having extensive pitting which prevented identification of the coil fracture type and mechanical damage. Pitting was observed on the coil surface. During the visual analysis of the returned 40mm portion the (-) green electrode quadfilar coil appeared to be broken approximately 5mm, 6mm, 7.5mm and 9.5mm from the proximal end of the anchor tether. Scanning electron microscopy was performed and identified the areas as having extensive pitting which prevented identification of the coil fracture type with mechanical damage. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the high impedance

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014, the physician reported that the patient's vns device has high impedance. The physician decided to continue therapy, because it is believed the high impedance is due to fibrosis and that the patient is still getting therapy. There was no report of traumatic events which could have caused or contributed to the event. X-rays dated (B)(6) 2014 were received and reviewed by the manufacturer. The generator appears normally placed in the left chest. It cannot be assessed if the lead pin is fully inserted past the connector block. Feedthru wires and lead wires at the lead pin appear intact. Lead is present behind the generator and cannot be assessed. The lead is seen routing upwards towards the electrode site. A strain relief bend and loop are both present and appear to be placed per labeling. Two tie-downs are also present and appear to placed per labeling as they are securing the intended strain relief. There do not appear to be any gross fractures, discontinuities, or sharp angles in the lead. Based on this x-ray assessment, the cause for the high impedance cannot be determined. No other information has been provided.

Event description:
It was reported that high lead impedance (7/limit/high) was received after performing system diagnostics. The pt was positioned on the right side to see if the event was intermittent, but the same result was read. Additionally, turning the pt's head to the left side yielded output status =ok, impedance=unk, dcdc=0, eri=no. X-rays were taken and received by the MFR. Review of x-rays revealed the generator was able to be visualized. Its placement appeared normal in the upper left chest, the connector pins appeared to be fully inserted into the connector block, and the filter feedthroughs appeared intact. The lead body was also able to be visualized and no obvious discontinuities or sharp angles were noted, and the lead wires appeared to be intact at the connector pins. However, there was a portion of the lead placed behind the generator that could not be assessed. Additional info was received from the neurologist's office indicating the pt was recently seen and x-ray assessment from the MFR was reviewed. The neurologist programmed the pt on and diagnostics were ran which were indicative of high lead impedance. Pt's settings were lowered and it was noticed that the pt had voice alteration and could feel the stimulation with the increase in pulse width. The pt did not report any trauma that may have caused a lead fracture. The neurologist does not want to subject the pt to a lead revision at this point as he believes she is still receiving therapy and vns has been effective for her. Current interventions are to perform both system and normal mode diagnostics, and depending the outcome, reprogram the pt's settings at the next appt.